Manufacturer narrative:
An eval of the device cannot be performed as the device is not available and will not be returned to the manufacturer. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the implants were removed due to osteolysis and loosening.